Event description:
Sales consultant reported a scheduled trochanteric fixation nail (tfn) system removal on (B)(6) 2013. Patient had persistent infection of wounds after implant surgery on (B)(6) 2013. It was reported that the patients skin and bone had not healed. The tfn implants including the 11.0mm titanium helical blade, 11mm 130 degree titanium cannulated trochanteric fixation nail 380mm/left and one, 5.0mm locking screw 36mm for intramedullay nails were explanted on (B)(6) 2013. The bone canal was reamed to 13.5mm, the patients wounds were rinsed and antibiotics were administered after cultures were completed. This complaint is on the 5.0mm locking screw 36mm for intramedullay nails. This is 3 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.